Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged joint cover. The analysis found that the device was received in good visual condition and with no cartridge reload present. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open thoracotomy procedure, the articulation joint cover tore. The device performed as intended. There were no issues; the device performance was not affected. There was no patient impact.